Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24182. It was reproted the pt is experiencing ineffective stimulation. Despite receiving coverage of her pain area, the pt desires to have the system explanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.